Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. Myocardial infarction and thrombosis are listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU)) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot.

Event description:
It was reported that on (B)(6) 2015, the patient was treated for st elevation myocardial infarction (nstemi) in the proximal left anterior descending (lad) artery with 100% stenosis, no calcification and no tortuousity. A 3.0 x 28 mm xience alpine stent was implanted with good end results. The patient presented on (B)(6) 2015 as an emergency case with stemi. The triple drug therapy (xarelto, clopidogrel and aspirin) had been discontinued on an unknown date due to gastrointestinal bleeding, and only aspirin had been continued. The patient had a stent thrombosis in the proximal segment of the stent. Pre-dilatation and placement of a 2.75 x 13 mm non-abbott stent was used to treat the thrombosis with success. After diagnosis of thrombus, only aspirin was given. The patient is doing fine. There was no clinically significant delay in the procedure. No additional information was provided.